Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that an inaccurate fill estimate was received. A supply change was performed resolving both issues. Customer's blood glucose level was 470 mg/dl.